Event description:
Pt presented with highly calcified iliacs, difficult access. Access was tight and there was difficult advancing the delivery catheter. To gain better access, continued to balloon and dilate. As a consequence, the femoral atery tore, repaired with a patch. Once resolved, able to advance the delivery system and deploy the stent graft successfully. Upon retraction of the delivery catheter, access was tight. Encountered difficulty withdrawing the delivery catheter. The scrut tech continued to apply pressure to the vessel loops while the physician pulled on the device from the pusher rod and red hub. The delivery catheter broke at the front sheath at the cut down site. Once the vessel loops were loosened. They were able to retrieve the tip with forceps. The physician placed a cuff stent graft without incident.